Event description:
It was reported that a patient using an ilet with a freestyle libre 3 plus experienced hypoglycemia shortly after breakfast announcements, consistent with trainer notes indicating the pump was maladapted due to gastroparesis; the patient¿s glucose dropped to 63 mg/dl and recovered. Symptoms included low blood glucose. Outcomes included the need for oral glucose and device troubleshooting. Investigation included customer support guidance to perform a factory reset of the ilet, unpair and re-pair bluetooth between the ilet and the mobile app, rescan the cgm, and complete device setup using current infusion sets, after which readings were obtained and function was restored. Investigation of this case revealed device operation resumed as expected after factory reset and communication re-pairing, with no further issues reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.